Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent anterior and posterior colporrhaphy, cystoscopy and vulvar biopsy due to sui, cystocele, rectocele, perineal relaxation, and lichen scleroses. It was reported that the patient underwent mesh revision on (B)(6) 2007, (B)(6) 2008. It was reported that the patient underwent mesh revision and implant surgery (cook surgis) on (B)(6) 2012 due to pain, erosion, dyspareunia and urinary problems. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.